Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and cracked case near display window corners during visual inspection. Compromised force sensor system alarmed during prime alarm test due to moisture damage in faulty force sensor system.

Event description:
The customer reported via phone call of high blood glucose readings and a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 448 mg/dl. The customer treated with 4 units of insulin injections. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.